Event description:
Facility alleged that the head would not raise. No injury alleged.

Manufacturer narrative:
Technician found that the o-ring around the solenoid valve make it stick, not allowing it to go up. Manipulated the head up and down, it functioned correctly. Conducted function test to ensure bed was working as designed. Bed located in room (B)(6).